Manufacturer narrative:
Results - a visual inspection of the returned product shows the lens is torn in half and there is another tear in the optic with a portion torn off and missing on the lens. There is clear surgical residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.

Event description:
The reporter stated that the surgeon was inserting a three piece aq2003v lens model and a haptic tore off. The surgeon removed the lens without enlarging the incision and replaced it with another lens. The reporter stated that the lens was damaged due to a loading error. No pt injury.